Event description:
Same case as MFR report #: 2134265-2009-02637. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon catheter froze on a guide wire. The 90% stenosed lesion was located in the non calcified distal right coronary artery (rca). Vascular access was obtained through the femoral artery. The maverick2 monorail ptca balloon catheter was advanced to the lesion and the balloon was inflated to unspecified atms and deflated. Upon attempting to withdraw the maverick2 monorail ptca balloon catheter, the balloon catheter froze on a forte guide wire and excessive amount of force was used to separate and remove the guide wire from the balloon catheter, a transverse guide wire was advanced and the procedure completed successfully with the same maverick2 monorail ptca balloon catheter. The balloon catheter was removed as a unit without incident upon completion of the procedure. No further pt injuries or complications were reported. The pt's status was reported as 'fine".

Manufacturer narrative:
(B)(4).